Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: MDR: 9610905-2018-00338. Reference exemption number e2017029.

Event description:
It was reported that the screw will be removed (B)(6) 2019 for unknown reasons. Follow up attempts have been made.

Manufacturer narrative:
Based on updated information it was determined the part number previously reported was not involved in an adverse event.